Manufacturer narrative:
Per tandem's user guide: only use u-100 humalog or novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose level that was "high" per continuous blood glucose monitor readings. Reportedly, customer had been using off-label insulin (fiasp) within the pump supplies. High bg was addressed with a manual correction injection. Customer continued to use the pump for insulin therapy.